Manufacturer narrative:
The lens was returned dry in a lens case/ vial with clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens work order search: no similar complaint types were reported for the units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12.5/2.5/20 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise. On (B)(6) 2017 the lens was exchanged for a same size and different diopter lens. The problem was resolved. As of the date of MDR submission the lens has not been returned.